Event description:
Forte scanner with the scan parameters set to 0cm and 204cm, and after completion of learn mode, contacts objects located at less than 110 cm marker of imaging table with #1 detector.